Manufacturer narrative:
(B)(4) batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No. They completed the surgery case by opening up another harmonic harhd36 device. Can you please explain what was the issue with the device? The date was july 21.dr mak was doing radical nephrectomy. No injury to the patient occurred. The tip of the harmonic was broken, we just had to open another one. It was just the white part of the tip. Did the generator display any error messages? And if so, what were they? I have asked the nurse again. Did the device pass the pre-test? Yes. Had the device been working and then stopped? It was working, and will ask if it stopped, or if they stopped because they saw something simultaneously with the tip of the polymer pad. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure there was an issue with a device that came from urology.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, and 100% present. In addition the device was returned with the cable cut off. No tissue pad detached as reported by the customer. Due to the condition of the returned device, we were unable to tested on the gen11. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.